Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive any therapy during oversensing. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.